Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an arthroscopic shoulder stabilization ¿ labral repair, the anchor tip of the speedlock, fell off the shaft prior to deployment in the patient. No fragments left in the patient. The procedure was completed with a backup device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A device history review/batch record review finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. Lot history review for the last 3 years shows 0 (zero) complaints associated to lot number and relevant to the complaint. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the devices. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bending or twisting the inserter handle during the insertion might damage the implant or result in incomplete insertion. (2) incomplete insertion or poor bone quality may result in implant pullout. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.